Event description:
It was reported that during a device upgrade procedure the pulse generator exhibited loss of pacing output after the use of electrocautery. The patient became asystolic. The device replacement procedure was completed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.